Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer was instructed to leave pump plugged into a power source. There was no reported adverse impact to the customer's blood glucose level. The customer will call back in if the issue persists.